Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported issue. The fse was informed by the clinical surgical rep that the surgeon was touching the swap arm pedal when taking control of the camera. The system was tested and verified as ready for use. A review of the instrument report was performed. Per the review, the following was confirmed: system sk5240, event date (B)(6) 2022, and procedure name was sigmoid colectomy. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer stated that there was arm3 and arm4 issues during surgery. Technical support was contacted and the technical support engineer (tse) was informed by the clinical surgical rep (csr) that the surgeon complained arm3 would stop working and was unresponsive. Surgeon eventually undocked arm3 and docked arm4 in place. Csr confirmed arm4 experienced same issue as arm3 during surgery. Surgeon completed case robotically. Live logs not currently available. Csr reported issue after case was completed. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.